Event description:
Customer reportedly received results of 49 mg/dl and 166 mg/dl within 10 minutes on the advantage system. Later that day customer was admitted to the hospital for low blood glucose symptoms; caller declined to provide details. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.